Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the probable cause of the reported event is a defective charged coupled device (ccd). The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during device evaluation, the bronchovideoscope, the charged coupled device (ccd) image flickers when angulating. There were no reports of patient involvement.